Manufacturer narrative:
(B)(4) date sent: 1/10/2024 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Lobectomy to remove a tumor. What is the surgeon¿s experience with the pvs device? He has been using it for seven years what was the approximate width of the compressed vessel? 3 _4 mm did the surgeon wait 15 seconds prior to firing? No because, it not necessary using pvs . Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Yes did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? It was as the usually do, and never had a similar issue. The procedure was as always , the opened a new cartridge from a new box with different lot number and did the same , it worked properly. What was the total estimated blood loss (ml)? The don´t know. Was a transfusion required? No what was the pre and postoperative anti-coagulant and pain management protocol? As usual was the bleeding intraluminal or extraluminal? Both , just the staples didn´t come. Was there calcification of tissue that impeded clamping or cutting? No were there any pre-exiting patient conditions? No what is meant by the staple did not staple well in the surgical procedure? It means , the staple didn´t cross the tissue , its leg were shot or something like that, and it´s like there was a staple in one side , but in the other side where the legs must be closed is does not exist.

Event description:
It was reported that during an unk procedure, the product does not staple well, the machine has some cartridges of reloads staples that are defective, the leg of the staples do not close completely, it seems like it is not long enough. The procedure was delayed by 30 minutes. The lap surgery had to be converted to open surgery and was completed successfully.